Manufacturer narrative:
A philips service delivery manager contacted the customer, and they confirmed that the issue had been resolved and there was no need for a visit to the site. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed, but an issue could not be ruled out. We are unable to confirm the final disposition of the device because the customer indicated that the issue had been resolved; there was no onsite visit and no further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A quote for service was provided. The quote expired, and no work was provided by philips. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed, but an issue could not be ruled out. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue mx700 patient monitor indicating that the spo2 was reading different. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).